Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004 - pt underwent repair of two incisional ventral hernias with two composix kugel meshes. One mesh was placed in the upper abdominal midline and one in the lower abdominal midline. On (B)(6) 2004 - pt underwent repair of recurrent (upper midline) ventral hernia with a non-bard mesh. The composix mesh was found coiled and curled up under the inferior extent of the fascial defect, this mesh was completely removed. The second composix kugel mesh that was previously implanted was noted to be "performing its function" and was left in place.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.